Event description:
It was reported to boston scientific corporation on august 19, 2005 that an enteryx procedure kit was implanted in a patient in 2004 (patient age, gender and weight are unknown). Seven injections were performed, delivering a total of 9cc's of enteryx solution to the patient intramuscularly. According to the complainant, the patient experienced an onset of dysphagia of moderate intensity on the day of the procedure. At one month later, the patient went to the emergency room for the dysphagia and was referred back to the physician that performed the implant procedure. About 14 days later, an esophagogastroduodenoscopy (egd) with dilation was performed. The egd findings showed an esophageal stricture and partially healed ulcer/scar at the gastro-esophageal junction. The dysphagia was reported to be resolved in 2005, and the patient reports they have not lost any weight.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.